Event description:
It was reported that the pt underwent a unilateral lead implant surgery. The pt suffered a frontal lobe hemorrhage and was comatose. Additional information received reported that the pt underwent a CT scan at 8:30am in 2009, and then again at 9:30pm on the same day. No results were reported. It was reported that the pt had a "feeding tube". The pt was still non-responsive 15 days after the lead placement. The family opted to wait six weeks to see if he recovered from the "comatose" state.